Event description:
Received report of a "ruptured" disposable set with leaking just below the upper fitment. Details of event are as follows: a patient in the infusion center was receiving chemo via pump, unknown volume or duration. Infusion was 80% complete, patient got up to go to the bathroom and when returning to the chair the disposable set reportedly "ruptured". There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.